Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
It was reported that a patient underwent a revision surgery approximately 8 years post implantation due to pain, discomfort, soreness, dysfunction, loss of range of motion, corrosion, metallosis, and elevated metal ions. Operative notes indicated metal tinged cloudy fluid with heavy staining of the intra-articular tissues, femoral head exhibited light scratching, and trunnion exhibited corrosion. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # us157846, cup, lot # 648870, item #11-104109, stem, lot # 269130.

Event description:
It was reported that a patient was revised approximately 7.5 years post implantation due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, and elevated ion levels. Attempts have been made, and no further information has been provided.